Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 415mg/dl due to a bent cannula. The customer treated with insulin. Customer indicated that they have had sensor glucose and blood glucose differences which may have ld ed to the high blood glucose. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. No further assistance necessary.